Event description:
PICC [peripherally inserted central catheter] line split along side of line causing 2 of the 3 lumens to malfunction and spray liquid out the side. Line was secured with secure-a-cath during placement and split occurred inside this area of line.